Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged, and the pump battery could not be charged. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.